Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by the patient's wife that the temporary pacemaker lead was left in the patient too long and could not be removed. It was noted that "the wire was too long and was sticking out." It was indicated that "the doctor had to cut a portion off so it wouldn't keep poking out of his skin." Communication attempts were made with the clinic for additional information but were unsuccessful. No patient complications have been reported as a result of this event.